Manufacturer narrative:
Additional information has been requested. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.

Event description:
During a craniotomy the crs fast set putty placed in the pt would not dry and was removed after 15 minutes. Another product was used to complete the procedure. The procedure was extended by an additional 40 minutes. Product was discarded by the hospital.